Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered too much insulin when delivering a bolus. The customer's blood glucose (bg) level subsequently decreased to 47 mg/dl. Reportedly the customer experienced confusion. Customer consumed carbohydrates, pepsi and glucose tablets to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.